Event description:
It was reported that the patient presented remotely via (B)(6), transmission. Analysis of the transmission noted that the false episode was recorded. No programming changes were made. The patient status was unknown.

Manufacturer narrative:
The reported event of false atrial fibrillation episode was confirmed. Based on the information provided, it was determined that the false af detection was due to the patient¿s complicated cardiac rhythm and limitation in device-based detection algorithm. The device is performing per design. No anomalies were found.